Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown . Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by kachooei et al in the injury, int. J. Care injured (2016), http://dx.doi.org/doi:10.1016/j.injury.2016.02.023. PMA/510(k) number. Manufacture date ¿ unknown. (B)(4). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "factors associated with removal of a radial head prosthesis placed for acute trauma, which tests the hypothesis that there are no factors associated with removal or revision of a radial head prosthesis; and analysis addressing the time to removal or revision using biomet product. A patient identified in the article underwent a left total elbow arthroplasty on an unknown date. Subsequently, the patient was revised 20 months post-op due to pain and heterotrophic ossification. Patient experienced an associated coronoid fracture and lateral collateral ligament rupture. No further information has been provided.

Manufacturer narrative:
Corrected: event description (patient did not experience coronoid fracture and lcl rupture postoperatively, rather that was the original trauma diagnosis.) If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
Information was received based on review of a journal article titled, "factors associated with removal of a radial head prosthesis placed for acute trauma, which tests the hypothesis that there are no factors associated with removal or revision of a radial head prosthesis; and analysis addressing the time to removal or revision using biomet product. A patient identified in the article underwent a left total elbow arthroplasty on an unknown date. Subsequently, the patient was revised 20 months post-op due to pain and heterotrophic ossification. No further information has been provided.